Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician deployed the stent under eus guidance, wherein the proximal flange of the stent is fully-deployed in the scope, and the stent is then released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. Reportedly, the second flange of the stent could not be released from the scope. The first flange of the stent was then pulled out of position, resulting in "minor bleeding" around the area of the attempted deployment. The eus scope was removed from the patient and it was then noted that the stent was lodged in the working channel of the scope. The procedure was halted due to the bleeding. There was no reported treatment for the bleeding. The patient was kept overnight in the hospital for observation. There were no patient complications as a result of this event and the patient was reported to be out of the hospital and doing well.